Manufacturer narrative:
Concomitant medical product: sl6516 lead, implanted: (B)(6) 2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing discomfort due to phrenic nerve stimulation from the epicardial left ventricular lead. Reprogramming was done and it could not be resolved. The lead was subsequently capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.